Event description:
It was reported via repair work order that the headend lift was stuck elevated due to stripped lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.